Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the stylus tip position on the touchscreen required calibration. Analysis also noted that the paper tray was empty, and the bullet assay was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for preventative maintenance subsequently tested out of specification during manufacturer analysis. There was no patient involvement.